Event description:
It was reported that this was an attempted right ventricular (rv) lead. During the procedure, the lead was repositioned, and the helix became damaged. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This rv lead has not been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Helix mechanism was bent and stretched out. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. E1: initial reporter phone number is +(B)(6).; reported here as phone number exceeded character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this was an attempted right ventricular (rv) lead. During the procedure, the lead was repositioned, and the helix became damaged. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
E1: (B)(6). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.